Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the ¿c-arm froze up and could not be moved¿. Rse instructed customer to do a bodyguard adjustment. After bodyguard adjustment, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that c-arm froze up and the user could not move the c-arm. The system was in clinical use. The case was cancelled and the patient removed from the room. No harm has been reported to philips. Philips has started an investigation of this complaint.